Event description:
It was reported that the radio frequency head had no or poor telemetry. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head uplink amplitude is out of specification; rf head cable is out of electrical specification. Rf head label is delaminating from the coating.